Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Addendum: h11: this is an addendum to the initial emdr submitted on (B)(6) 2019. This supplemental emdr was submitted to report the provided date of event. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
Per legal complaint: (B)(6) 2010 - patient underwent surgery during which the patient was implanted with an unspecified bard/davol ventralex. The patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per amended legal claim: attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex on (B)(6) 2010 and ventrio st (x2) on (B)(6) 2013 and (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against ventralex. Attorney alleges that the patient sustained unspecified injuries on (B)(6) 2013 due to the hernia mesh device. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
Per legal complaint: (B)(6) 2010 - patient underwent surgery during which the patient was implanted with an unspecified bard/davol ventralex. The patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.".